Event description:
It was reported by service report that the scale was not accurate and the ground prong on the power cord was bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.